Manufacturer narrative:
During follow-up with user facility personnel, it was stated that another employee cut their finger on a container. User facility could not confirm if it was the employee subject of the reported event or another employee. The device history record was reviewed for the subject lot and confirmed the lot was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated. Steris has made multiple attempts to obtain additional event information however, the user facility has not responded. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury (laceration) to her thumb while opening a genesis container. It is unknown the type of medical treatment that may have been sought or administered.